Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that her boluses are not registering her bolus history. The blood glucose reading is unknown. Nothing further reported.